Event description:
A result of 24 mmol/l was obtained on the reported meter at 12:30 pm compared to a result of 18.0 mmol/l on another meter. The staff felt insecure regarding the difference in the readings and obtained a hosp test about 30 minutes later; the result was 15 mmol/l on the hosp meter. The caretaker gave the pt 14 units of rapid insulin as directed by the hosp. The customer care rep (ccr) walked the pt through two, consecutive control soution tests which fell outside of specs. The meter, test strips, and control solution were replaced.